Manufacturer narrative:
The insulin pump powered up properly and no blank display noted, had normal operating currents and no damage was found on the lcd isolation tape during visual inspection. However, the insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer also reported that the insulin pump had a blank display. The customer reported that some numbers came up then the insulin pump stopped after they pressed the act button and was not beeping or vibrating. The customer's blood glucose was 2.5 mmol/l at the time of incident. The customer's blood glucose was 20.1 mmol/l prior to the event. The customer stated that they treated the low blood glucose. The customer stated that the insulin pump was not exposed to moisture. The customer stated that they were using the recommended battery. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was no damaged. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer stated that the display did not return after inserting a new battery. The insulin pump will be returned for analysis.